Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 symptomatic patient. The customer communicated that the patient tested 3 times with sofia and received a positive result, followed by 2 negative results. The customer communicated the result was confirmed negative by molecular (pcr testing).